Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both reloads were pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channels. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, they connected the reload to the device handle and the surgeon tried to fire the device, however could not. They said display screen had some problem and the green buttons flashed. There was no patient injury.